Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-18361. It was reported that the patient developed an infection and puss was found in the pocket. The system was explanted and sent to the hospital's pathology lab. (B)(6) bacterial infection was noted on the lead. The patient was in stable condition.